Manufacturer narrative:
The date of event is estimated. Device implant date is unknown. Device-identifying information (model, batch/lot, etc.) Was not provided.

Event description:
It was reported that the patient experienced ineffective therapy. To address the issue, the cervical system was explanted via surgical intervention on (B)(6) 2025 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.